Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt states she fell down steps and hurt back and now when charge back will not charge right and doesn't get stimulation. Pt states she tried to charge and tried to turn on however will not work. Pt states she sees a screen that its on but not feeling stim the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.